Event description:
Dr. (B)(6)'s physician was utilizing a maquet vasoview hemopro endoscope vessel harvesting syste, (#(B)(4)) for obtaining saphenous vein from the patient's legs to be used as a bypass graft in a coronary artery bypass graft procedure. After using the system on the left leg for a period of time, the system suddenly activated itself to cauterize. The reusable cord, which connects the system to the electrical generator, was changed out to a new one. When the physician assistant wiped the tip of the harvesting tool with a sterile sponge, the insulation fell off the tip. The harvesting system was removed from the field, and a new one was opened. The new system was from the same lot number as the malfunctioning one, but it functioned correctly.